Event description:
It has been reported to philips that the system would not start. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips remote service engineer (rse) inspected the system remotely and confirmed that the xcelera was not booting up. Upon investigation rse found that the raid configuration was missing. Rse readjusted the raid configurations and reinstalled the complete xcelera sw. After that system was working fine. The same issue reoccurred, rse reloaded the sw and after reloading of sw system was returned to use in good working order. The codes were updated based on the investigation outcome.